Event description:
The customer called to report several battery related issues. The customer reported having to change the battery every day because of the problems. Troubleshooting was performed, but the issues continued. Nothing further was reported.

Manufacturer narrative:
The insulin pump had intermittent blank display due to a corroded battery cap contact. The insulin pump had missing segments on the screen due to a cracked zebra connector. The insulin pump had low battery life due to moisture at the electronic assembly. No unexpected battery related alarms were noted.